Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The event of unable to interrogate was confirmed. Rf communication via uep was normal and bandwidth tests passed. Device was unable to communicate with merlin programmers. The cause of the event was suspected to be an anomalous rf module. Initial reporter: company rep.

Event description:
It was reported that a device was unable to be interrogated. The device was explanted and replaced.